Event description:
It has been reported to philips that the system was locking up and while pressing the footpedal x-ray was not working. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the event occurred during a coronary diagnosis procedure and the procedure was delayed by less than 20 minutes and was completed by using another system. The philips field service engineer (fse) inspected the system onsite, and that x-ray was not possible. Review of system log file confirmed the mains phase unit malfunction. Upon functional testing fse found a defective circuit breaker and fse advised to replace the breaker. The fse replaced mains interface unit (miu) but still power dropped in phases. The fse identified trafo 380v-440v was making a very loud noise. Further analysis carried out by the customer's electrician identified that there was a problem with the equipment's main power switch (external to the building). The customer was advised to repair this issue in their electrical network. After this repair from customer site the issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.